Manufacturer narrative:
Continuation of d10: - product ID: evproplus-34; product serial number: (B)(6); product type: heart valves - product ID: d-evprop34; product lot number: 0011762277; product type: heart valves - product ID: d-evprop34; product lot number: 0011762277; product type: heart valves - product ID: 23 mm cristal balloon; product lot/serial number: unknown; product type: valvuloplasty balloon - product ID: 23 mm cristal balloon; product lot/serial number: unknown; product type: valvuloplasty balloon - product ID: 25 mm cristal balloon; product lot/serial number: unknown; product type: valvuloplasty balloon product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during loading of this transcatheter bioprosthetic valve, the valve was loaded by a catheter lab nurse in training. During fluoroscopy check prior to insertion, the load was reported to be normal and was accepted by the physicians and the medtronic field representative present at the case. A pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's highly calcified bicuspid native aortic valve using a 23 mm non-medtronic (cristal) balloon. The valve system was inserted into the patient's body after the bav. The first deployment attempt was deemed "too deep" in relation to the annulus, so the valve was recaptured. During the second deployment attempt, an infold was noticed. The valve was checked in a second c-arm angulation and the infold was confirmed. Subsequently, the valve was recaptured into the delivery catheter system (dcs), and then the entire system was withdrawn from the patient¿s body and discarded. A new valve system was used. The new valve was loaded by the medtronic field representative. Again, during fluoroscopy check prior to insertion, the load was reported to be normal and acceptable. During deployment of the new valve, an infold was noted and confirmed. The implanting physician decided to release the valve and perform a po st-dilation to resolve the infold. A 23 mm non-medtronic (cristal) balloon was inflated two times which reduced the infold significantly. Then the implanting physician decided to use a larger balloon and inflated a 25 mm non-medtronic (cristal) balloon three times which reduced the infold even more. A small deformation of the valve frame remained but was deemed acceptable by the implanting physician due to the highly calcified bicuspid native anatomy. An angiogram was performed and confirmed no paravalvular leak. Invasive hemodynamics confirmed no pressure gradient between the left ventricle and the aorta. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: three static images and nine media files were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was provided and confirmed a good load. Subsequently, the valve was deployed to 80% and depth appears to be >5mm and no infold was visible. An infold was noticeable after recapture and confirmed after removal and deployment on the sterile field. A new valve was used for the implant. However, a fluoroscopic valve load inspection for the new valve was not provided for review so it is not possible to confirm a good load. The new valve was deployed and an infold was noted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Despite the infold, the valve was released. A post-implant balloon aortic valvuloplasty (bav) was performed in an attempt to resolve the infold. It was reported that the infold was never fully resolved and was deemed acceptable. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. The shallow depth may have been a contributing factor. Heart failure is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities, etc.). Paravalvular leak (pvl) may have been a contributing factor. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined from the limited information available. It is a known potential adverse effect per device IFU. Pvl is a known potential adverse effect per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The valve expansion issue is likely a contributing factor. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. The patient¿s calcified anatomy is likely a contributing factor. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: h7, h9 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that with the first valve, on the initial deployment attempt, paravalvular leak (pvl) was observed. Upon deployment of the second valve, the valve was observed to be constrained. Following the two rounds of balloon aortic valvuloplasty (bav), frame expansion improved, but some residual constriction was noted. Trivial aortic regurgitation was observed. After the procedure, the patient developed facial droop, deviation of vision to the left, and mild dysarthria, but no evidence of aphasia. Computed tomography (CT) was performed and showed no acute infarcts or bleeding. Anti-platelet medication and aspirin were administered.

Manufacturer narrative:
Updated: b2, b5, h1, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b2 - outcome attributed to adverse event b5 - event description h6 - patient code additional codes - imf health impact code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, per the physician, the patient's heavily calcified bicuspid valve contributed to the infold of the valves. During the deployment of the first valve, moderate paravalvular leak (pvl) was observed. After deployment of the second valve, the trivial aortic regurgitation was clarified to be trivial paravalvular leak (pvl). A procedural delay resulted from the valve infolds. Immediately following the valve implant, a stroke symptoms were observed. The stroke was confirmed with a neurological assessment and magnetic resonance imaging (MRI). Acute small infarcts in both hemispheres post transcatheter aortic valve implantation (tavi) were observed and noted to be consistent with embolic etiology. No permanent impairments were were reported. Per the physician, the patient's calcified anatomy contributed to the stroke. It was unknown which devices caused or contributed to the stroke event. The patient remained hospitalized on recovery for heart failure. No additional adverse patient effects were reported.